Event description:
It was reported that a neurologist's programming wand was not functioning as it could not communicate with a patient's generator during interrogation. Troubleshooting was performed on the programming wand by changing the 9 volt battery but the issue prevailed. Connections on the handheld and wand were checked and it was stated that the handheld was connected to the ac power supply while attempting to interrogate the patient's generator. At the moment it is unknown if electro-magnetic interference contributed to the communication issues as the patient was no longer present after troubleshooting was performed.